Manufacturer narrative:
Correction - this supplemental report corrects the product information provided in initial report, 3011393376-2018-00672-00 and provides the results of the investigation of the returned pump. 3011393376-2018-00672-00 was filed in error as the accu-chek insight pump is not like or similar to a roche product that is marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the display of the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.